Event description:
A facility reported that the microsensor (ID 826633) could not be zeroed by the icp monitor during the procedure. The physician replaced with another of the same device to complete the procedure. There was no surgical delay or adverse consequence to the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter had no visible damage to the millar sensor, catheter material, or connector. Icp express read 491. The device passed electronic, noise, linearity / hysteresis and signal drift tests. Therefore the complaint condition could not be confirmed through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review, trending, and risk assessment were performed as part of the evaluation. Product was received for analysis, the investigation could not confirm the complaint. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis. Likely root cause based off of the failure analysis done for this complaint is user misuse.

Manufacturer narrative:
The microsensor (ID 826633) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.